Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed on a patient with paroxysmal atrial fibrillation. The patient was anticoagulated on xarelto 20mg daily prior to the procedure. The patient had a 31mm watchman flx device implanted successful with no issues and 20-26% compression. Activated clotting time (act) post transseptal was 300 seconds. Left atrial pressure was 12. On (B)(6) 2022, the patient underwent post transesophageal echocardiogram at 45-day follow-up which identified thrombus on the face of the device. The patient stated that he was not taking their instructed post-anticoagulation drug regimen of 20mg xarelto, and only taking aspirin occasionally. The thrombus was not mobile/looked stable and the patient was instructed to take 20mg of xarelto daily, 81mg acetylsalicylic acid, and to go to the emergency room if any symptoms occur, and come back for a repeat transesophageal echocardiogram in 6 weeks. The patient was discharged.